Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during a percutaneous transluminal angioplasty (pta) procedure, the check flo valve assembly detached of a flexor balkin guiding sheath when the nurse attempted to "assemble" the dilator. Fluoroscopy was used in the procedure. An unspecified femoral sheath was inserted into the femoral artery first. An unspecified wire guide and needle were also used during the procedure. The complaint device did not make patient contact. No adverse effects on the patient were reported, and no additional treatment or procedures were required as a result of this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation; however, photos were provided by the customer. The photos show that the sheath shaft and flare had pulled free from the hub. The sheath flare appears normal. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no relevant discrepancies or additional complaints on the lot. The product IFU states "upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and inspection of customer supplied photos suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to design or manufacturing, contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: phone: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta) procedure, the check flo valve assembly detached of a flexor balkin guiding sheath when the nurse attempted to "assemble" the dilator. Fluoroscopy was used in the procedure. An unspecified femoral sheath was inserted into the femoral artery first. An unspecified wire guide and needle were also used during the procedure. The complaint device did not make patient contact. No adverse effects on the patient were reported, and no additional treatment or procedures were required as a result of this event.